Event description:
Customer alleges, the entire walker is loose and makes a rattling noise. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) old female, (B)(6). The consumers preexisting medical condition consists of 3 hip replacements. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the walker was given to her by a nursing home in 2010 after her 2nd hip replacement. The entire walker is loose and it rattles. The consumer states that she does not feel safe using the device.